Event description:
It was reported that the ipg can only communicate with the charger when the patient is standing. X-rays revealed the ipg has migrated. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.